Event description:
It was reported that the pt had an exacerbation of their symptoms. A surgical revision was performed and an additional lead was placed. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).